Manufacturer narrative:
Insulin pump alarmed motor error during occlusion test due to faulty force sensor. Insulin pump passed prime and displacement test. Motor tested ok. Insulin pump had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners noted during visual inspection.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed for a motor error. The blood glucose reading was 150 mg/dl. Nothing further was reported.